Manufacturer narrative:
Exemption number (B)(4). B braun medical, inc (importer) is submitting this report on behalf of b braun melsungen (B)(4) (MFR). This report has been identified as b braun (B)(4). The pump was not received yet. A f/u report will be provided after the inspection results are available.

Event description:
As reported by the user facility: under infusion. Pump was involved in an adverse clinical incident on the (B)(6). Pump was involved in a similar incident on the (B)(6) please find below the details. Aci date (B)(4) 2012 staff reported that the pump was set to infuse a 288 ml bag of blood over 2 hours at around 13.00. Blood transfusion was stopped 1 hour into transfusion for clinical reason. Around 90 minutes later pump was then re-started at same previous rate. When pump displayed vtbi infused there was still 100+mil of blood left in the bag. Because the unit had two recent acis with similar fault and medical engineering could not found any fault with the pump but it also does not appear to be user error therefore we need bbraun to do a full check/investigation report.